Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria.

Event description:
It was reported that a pt underwent a trigger thumb surgery procedure on an unk date. After the pt was discharged from the hospital, the suture broke. Additional information has been requested. No adverse pt consequences were reported.